Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received results for one patient sample tested with the elecsys ft4 ii assay on a cobas 8000 e 602 module. No erroneous results were reported outside of the laboratory. The sample was tested on an abbott architect analyzer, resulting as 30.66 pmol/l. The sample was tested on the e 602 analyzer, resulting as 60.96 pmol/l. The test was calibrated on the e 602 analyzer, then controls were tested. Controls were within range. The sample was then repeated on the e 602 analyzer, resulting as 62.56 pmol/l. No adverse events were alleged to have occurred with the patient. The e 602 analyzer serial number is (B)(4).

Manufacturer narrative:
Analysis of the provided calibration and qc data indicate a general reagent issue can be excluded. The observed difference in ft4 ii values generated between the two different methods is related to the fact that assays from different vendors can generate different values. This difference is related to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
Analysis of the provided calibration and qc data indicate a general reagent issue can be excluded. The observed difference in ft4 ii values generated between the two different methods is related to the fact that assays from different vendors can generate different values. This difference is related to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used. The investigation did not identify a product problem.  The cause of the event could not be determined.